Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2020 as a result of hypoglycemia. Customer¿s blood glucose level at the time of incident was 53 mg/dl and 82 mg/dl at the time of hospitalization. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer had been experiencing low blood glucose for about 3 weeks since (B)(6) 2020. Customer stated that while in ambulance they were treated with intravenous sugar and in hospital was treated with glucose tablets and food. Customer stated that insulin pump was over delivering. Customer stated they are unable to describe any possible damage to the drive support cap. The reservoir will not be returned for analysis while the insulin pump will be returned for analysis.